Event description:
On (B)(6) 2011, a vns treating psychiatrist reported in an assessment dated (B)(6) 2010 that the vns patient had a suicide gesture since their last assessment. The intent was very serious and there was a moderate medical threat to life. The psychiatrist said that there was no relationship between the patient's medication and the suicidal gesture but that there is a probable relationship between the patient's mental disorder and the suicidal gesture. The psychiatrist later clarified that there was no suicidal gesture/attempt. The patient had told him on (B)(6) 2010 that he had a passive wish to die a few times but denies suicidal attempt or suicide ideation. Although he was asked what the relationship of the event is to vns, the psychiatrist did not provide that information. A battery life calculation was performed which revealed 12.11 years until eri=yes.